Manufacturer narrative:
B3: event date is between 26-jul-2024 and 27-jul-2024 h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history review identified the device has not been serviced in the last 12 months. No issues were found in the event history log. Functional testing was able to duplicate the customer reported issue. Lec 46511 was observed. Preventative maintenance and a software upgrade were performed. As the lec was not found in the event log, this indicates it was a one-off event and hence not replicated.

Event description:
It was reported that the device had an error code during a software upgrade. There was no patient involvement.